Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, it was reported by a sales representative via (B)(4) that an ar-6480 dw arthroscopy pump was not properly outflowing and was giving error codes. This was discovered during a procedure with no patient harm. Additional information provided (B)(6) 2026: it was further reported that the event occurred during an acl procedure. Arthrex tubing was used with the pump. At the time of the event, the pump settings were pressure at 35 and suction set to medium. A clamp/pressure test had been performed prior to the event. During use, pressure remained stable, but the suction wheel was not running despite the cassette being properly seated. The reporter confirmed that no extravasation or overpressure occurred and the complaint pump was used to complete the procedure.